Event description:
It was reported by the clinician that the catheter bent/broke near the luer lock connection. Add'l info received from sales rep on (B)(6) 2009 stated when the physician was pulling back on the syringe, the luer lock "popped off" the end of the catheter. There were no pt complications reported. No further details of the events are available.

Manufacturer narrative:
(B)(4). Two embolectomy catheters were returned. The stopcocks were observed to be separated from the extension line tubing. Visual inspection of the tubing and stopcock indicate that the extension line tubing had pulled out of the hub. The arrow international device history records were reviewed with no findings relevant to this complaint. The reported complaint of stopcock separation was confirmed through visual inspection of the returned sample. The potential cause of this issue is supplier related since the catheter assembly is a purchased item. Based on the investigation of similar complaints, supplier corrective action request has been initiated to further investigate this issue. This is one of 3 records reflecting multiple occurrences of MFR control no. (B)(4). Add'l occurrences are documented as MDR # 3005789918-2009-00004, MDR # 3005789918-2010-00002. Until (B)(6), 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(6), 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and canadian reports. Please refer to the MDR for the original complaint referenced above for the follow-up for this MDR.